Manufacturer narrative:
All instruments present in the cycle subject of the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer were identified and the sterilizer was returned to service. The reported burn can be attributed to the employee not wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled user facility personnel on the proper use and operation of their v-pro max sterilizer, specifically the importance of wearing proper ppe and properly drying instruments. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling items that were processed in a v-pro max sterilizer. Medical treatment was sought. The facility would not disclose if medical treatment was administered.